Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings. Root cause: according to the physician, the lens was received damaged. Awaiting device evaluation results.

Event description:
The physician reports that the crystalens was placed in the eye and lens imperfections were noticed. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged iol. A second crystalens was implanted successfully.